Event description:
It is reported that the pt was revised due to a loose patella. During the revision surgery, the pegs on the patella were found to be fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.